Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, competitive atrial pacing was noted resulting in an episode of automatic mode switch. The episode passed, and the pacing returned to normal. The patient did not experience any adverse consequences related to this event.